Manufacturer narrative:
The phantom base assembly was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The reported complaint was confirmed due to the a-p slide jammed, a-p holding screw cross threaded and is consistent with misuse. The nylon tips on both the nylon tipped screws were also damaged. Root cause: the reported complaint was confirmed through failure analysis. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the screw holding the horizontal plane of the phantom base assembly in place was screwed all the way in, but when removed the horizontal plane was jammed and would not move. This was discovered post surgical procedure, thus no delay in surgery. Patient outcome was reported as satisfactory.